Event description:
It was reported that, pt returned to office on (B)(6) /2012 complaining of thigh pain. X-ray was taken and revealed a broken plate at the previous fx site due to a non union of the peri-prosthetic fx. Rejuvenate stem and neck and v40 head were removed. Smith nephew revision stem was implanted.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8 deg 34mm, cat# nlv-340800g, lot# 35231101. V40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# mken4l. It cannot be determined which, if any of these devices may have caused or contributed to the pt's non union of the peri prosthetic fracture. An evaluation of the reported devices cannot be performed as the devices were sent to the hospital's pathology lab per their protocol and will be destroyed. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.